Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely the cause of the reported issue was due to a faulty light source unit. However, the specific cause of the faulty light source unit could not be established at this time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that the front panel was chipped and needed to be replaced. Upon further inspection, it was observed that the brightness adjustment did not work, making the image too bright or too dim and ultimately indistinguishable. The light intensity of normal light did not meet the standard value due to a short circuit in the led. The light output was low, likely due to a broken socket. Additionally, it was observed that the power supply unit was deformed affecting the housing of the unit and the inner power circuit could be touched. These findings were due to wear and tear damage with increased use and mishandling over time. It was also observed that the chassis cover was severely deformed and bent. It was lastly observed that the rear panel was deformed and bent. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The user facility returned an asset visera elite ii video system center to the service center stating that the front panel was broken. During a standard inspection and estimation of the returned device, the brightness adjustment did not work which is a reportable event. There was no patient/user harm or injury reported due to the event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.